Event description:
It was reported that bd alaris smartsite pump infusion set was broke the following information was received by the initial reporter with the following verbatim it was reported by a customer that when they gently squeezed the burette to introduce saline into the chamber, at which point the burette cracked vertically down the side. No excessive force was applied; however, the burette had not been pulling well from the ivig bottles during the infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.